Manufacturer narrative:
The defective product has been discarded, 25 samples from the same lot (#54386480) are being returned for evaluation. The investigation is incomplete at this time, a follow-up will be submitted with additional information once received, this report will be updated.

Event description:
Hnicu-37 did not provide accurate temperature and did not affect the patient, the probe was switched out.

Manufacturer narrative:
Twenty six samples of same product, but another lot (#53968728) were returned at the manufacturing facility. All samples were functionally tested and was confirmed to be within specifications as per respective drawing. Therefore, it was concluded that no issues were identified in none of the samples returned by the customer. Complaint log review for the last two years confirmed a total of 21 complaints for the family product of fnicu-25, hnicu-26, vnicu-37, hnicu-37. Two of those cases have been related to a shipping issue, other two cases determined to be "use error". For the rest of the cases, the root cause has been identified as "undetermined". Therefore, it has been confirmed that no issues related to the functionality of the medical device have been demonstrated. Due to increase in number of complaints related to the functionality, an internal corrective action point has been opened to fully research reported issues with the product. The investigation is complete at this time. No further information is available at this time. We will provide follow up report if additional information becomes available.